Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection from the heater line to the heater bag was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill four of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the heater line of the homechoice cassette and the heater bag that led to this alarm. The hp had cycled power the hc and end of therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.